Manufacturer narrative:
Submit date: 11/04/2014.an investigation is currently underway. Upon completion, the results will be forwarded.several attempts to gather information from the customer were made to date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
An investigation of the reported condition was performed on the returned 5.0 fr urethane umbilical catheter. Based on the examination under a microscope, a hole in the catheter was found at 12 cm mark of the catheter shaft. No lot number was provided, therefore, it is not possible to perform a device history record review. It can be noticed that the user inserted the uvc catheter into the patient, and did not identify any issue prior to use. Additionally, the puncture identified could be caused by a sharp object that would have been identified (if present) during manufacturing operations (100% leak test).with the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending, excessive force or a sharp object). Under special (B)(4), covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter.

Event description:
(B)(4) a design change was implemented to increase the length of the strain relief on the luer hub of the single lumen uvc catheters. This change is expected to reduce the stress and likelihood of kinking in the area most likely to be exposed to alcohol. This change was executed in (B)(6) 2014. Additionally in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had and issue with a dual lumen umbilical vessel catheter (uvc). The customer reports that the lumen was backing up with blood. The blood cleared easily when flushed but continued to back up. The customer reports that further inspection revealed a small hole at the 12cm mark.